Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was done to retrieve the broken piece? For example, another incision, or second surgery? The needle was recovered through the same incision from the surgery. Was there any additional tissue damage as a result of searching for the needle piece? None. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? None. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent a sleeve gastrectomy on (B)(6) 2024, and suture was used. Suture is passed to reinforce the sleeve, the suture begins to be performed. When the suture is pulled, the needle is disassembled and remains in the patient's abdominal cavity. They had to search for it for approximately twenty minutes and use image intensifier for localization. Finally the needle was found and removed from the patient cavity, a new suture was passed to finish the procedure. Procedure was completed successfully. There was no patient consequence. Additional information has been requested.